Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and twenty-two days post a dialysis catheter placement, the tubing was allegedly collapsed as soon as they applied positive or negative pressure. It was further reported that the tubing of the arterial and venous lumen was allegedly found to be weakened by clamping. Furthermore, the collapsed tubing allegedly does not enable enough blood flow to be transported. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, three videos were provided for review. The first video shows the glidepath dialysis catheter implanted in a patient body. Blood was noted inside the arterial lumen. Then the clinician was flushing the venous lumen. It was noted that the infusion was unsuccessful, and the lumen was noted to be collapsed. The second video shows the clinician slightly adjusting the catheter, there was noted to be restriction in the flow. The third video also shows the clinician was flushing both the arterial and the venous lumen and both the lumens were noted to be compressed and deformed. Therefore, the investigation is confirmed for the reported weakened catheter, difficulty flushing, collapse and restricted flow rates issues. However, the investigation is inconclusive for the reported clamp broken and suction issue as no objective evidence was obtained from the provided video. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and twenty-two days post a dialysis catheter placement, the tubing was allegedly collapsed as soon as they applied positive or negative pressure. It was further reported that the tubing of the arterial and venous lumen was allegedly found to be weakened by clamping. Furthermore, the collapsed tubing allegedly does not enable enough blood flow to be transported. There was no reported patient injury.